Event description:
It is reported that since implantation, the pt has had discomfort and walks with a limp. Nerve damage has also been reported.

Manufacturer narrative:
Evaluation summary: no x-rays have been provided. The pain that the pt is experiencing may be caused due to one of combination of the following factors: if the prosthesis is loose. Pt's previous medical condition. Accelerated wear of poly particles. Infection. Soft tissue/nerve damage during surgery. This is not an exhaustive list. With the information provided, a definite cause analysis can be determined with certainty. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.